Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 245, 154 and 141 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 139 mg/dl and 156 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: 141mg/dl (B)(6) 2017 12:00 am fasting: yes; 154mg/dl (B)(6) 2017 12:00 am fasting: yes; 127mg/dl (B)(6) 2017 12:00 am fasting: yes; 128mg/dl (B)(6) 2017 12:00 am fasting: yes; 245mg/dl (B)(6) 2017 12:00 am fasting: yes. Memory concerns: the customer is concerned with the 141, 154 and 245, all results are fasting and all dates and times are subjective to the customers records.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 245, 154 and 141 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 139 mg/dl and 156 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the 141, 154 and 245, all results are fasting and all dates and times are subjective to the customers records.